Event description:
The customer reported that their device was locking up after being powered on for a period of time. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.the removed system pcb assembly was further evaluated in the failure analysis center and it was observed that the single board computer (sbc) assembly, located on the system pcb was thermally sensitive and would fail when heated.